Manufacturer narrative:
(B)(4). A service history review revealed that this device was not serviced by baxter prior to this event. A device history review was performed finding no exceptions, nonconformances, or rework that occurred during manufacturing. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that experienced an 806:10 failure code was confirmed during product evaluation by baxter quality engineering. The assignable cause was determined to be a defective pump head module. The pump head module was replaced to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an 806:10 failure code, which interrupted delivery twice on the reported occurrence date. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.